Event description:
It was reported that during preparation, the technician accidentally pulled on the tip of the delivery catheter, rather than the stylet, causing the xpert stent to partially deploy. There was no patient involvement. The physician then manipulated the xpert delivery system causing the xpert stent to fully deploy outside of the patient anatomy. Another xpert stent was used to complete the procedure without further incident. There was no additional information provided. There was no patient involvement and no significantly delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) -incorrect preparation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment could not be replicated in a testing environment as it was based on operational circumstances; however, the stent was returned fully expanded. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. It should be noted the preparation of the stent delivery system section of the xpert stent system instructions for use states: inspect the system visually for damages that could influence the performance. Inspect that the stent is fully contained within the outer tube. Do not use if the stent is partially deployed or a gap between outer tube and catheter tip is over 2mm. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.